Event description:
It was reported that a patient presented in-clinic. Upon interrogation, the patient's right ventricular (rv) lead was found to have exhibited high pacing impedance. The rv lead was capped on replaced on (B)(6) 2022. Examiantion of the capped lead under fluoroscopy did not reveal any lead anomalies. The patient was stable throughout.

Event description:
New information received notes that right ventricular lead fracture was noted. No additional patient consequences were noted.